Event description:
It was reported that the customer had an issue filling the reservoir and infusion set tube. Customer stated that blood occluded the cannula and impeded insulin delivery from the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.